Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimotos, thyroiditis") in an adult female patient who had essure (batch no. 627757) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included infection (B)(6), right lower quadrant pain, stress incontinence, tonsillectomy, abdominoplasty, cholelithiasis, cholecystectomy, uterine prolapse, constipation, uterovaginal prolapse, vaginal pain, cystocele and rectocele. Concomitant products included duloxetine hydrochloride (cymbalta), ethinylestradiol;norgestimate (trinessa), hydrocodone;phenyltoloxamine (tussionex), levothyroxine sodium (synthroid), levothyroxine sodium (thyroxine), pregabalin (lyrica), sibutramine hydrochloride (meridia) and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("allergic or hypersensitivity reaction type: rash/rashes or skin conditions type: rashes related to autoimmune"), bladder prolapse ("bladder or urinary problems or changes: prolapse, sling repair"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and complication of device insertion ("top of uterus was hit and it was 'difficult' to place in the right tube"), was found to have weight increased ("weight gain") and underwent rectocele repair ("rectocele repair"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), cystoscopy, mccalls culdoplasty rectocele repair). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune thyroiditis, vaginal haemorrhage, menorrhagia, bladder prolapse, dysmenorrhoea, migraine, headache, depression, anxiety, dyspareunia, alopecia, weight increased, abdominal pain and complication of device insertion outcome was unknown and the rash had resolved. The reporter considered abdominal pain, alopecia, anxiety, autoimmune thyroiditis, bladder prolapse, complication of device insertion, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, rectocele repair, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in insertion date (B)(6) 2007 and (B)(6) 2009, current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Most recent follow-up information incorporated above includes: on 3-may-2019: pfs received. Lot number received. Events per pfs: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: rash, autoimmune disorder type of disorder: hashimotos, thyroiditis, bladder or urinary problems or changes, dysmenorrhea (cramping), migraines / headaches, psychological or psychiatric problems condition: depression, anxiety, rashes or skin conditions type: rashes related to autoimmune, surgery (other) , dyspareunia (painful sexual intercourse), hair loss, pain, weight gain were added. Concomitant medications were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)'), autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimotos, thyroiditis') and bladder prolapse ('bladder or urinary problems or changes: prolapse, sling repair/ failed bladder sling mesh') in a 35-year-old female patient who had essure (batch no. 627757) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included infection mrsa, right lower quadrant pain, stress incontinence, tonsillectomy, abdominoplasty, cholelithiasis, cholecystectomy, uterine prolapse, constipation, uterovaginal prolapse, vaginal pain, cystocele, rectocele and overweight. Concomitant products included duloxetine hydrochloride (cymbalta) for anxiety, depression, fibromyalgia and nerve pain, pregabalin (lyrica) for fibromyalgia and nerve pain as well as ethinylestradiol;norgestimate (trinessa), hydrocodone;phenyltoloxamine (tussionex), levothyroxine sodium (synthroid), levothyroxine sodium (thyroxine), sibutramine hydrochloride (meridia) and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced bladder prolapse (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and rash ("allergic or hypersensitivity reaction type: rash/rashes or skin conditions type: rashes related to autoimmune disorder/ rash"). In (B)(6) 2010, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), complication of device insertion ("top of uterus was hit and it was 'difficult' to place in the right tube"), fibromyalgia ("fibromyalgia") and neuralgia ("nerve pain") and underwent rectocele repair ("rectocele repair"). The patient was treated with estrogens conjugated (premarin hormome), eszopiclone (lunesta), hydrocodone bitartrate;paracetamol (norco), ibuprofen, nabumetone (relafen), vitamin d nos (vitamin d) and surgery (hysterectomy (full), salpingectomy (bilateral), cystoscopy, mccalls culdoplasty rectocele repair, and sling repair/bladder surgery). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune thyroiditis, vaginal haemorrhage, menorrhagia, bladder prolapse, dysmenorrhoea, migraine, headache, depression, anxiety, dyspareunia, alopecia, weight increased, abdominal pain, complication of device insertion, fibromyalgia and neuralgia outcome was unknown and the rash had resolved. The reporter considered abdominal pain, alopecia, anxiety, autoimmune thyroiditis, bladder prolapse, complication of device insertion, depression, dysmenorrhoea, dyspareunia, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, neuralgia, pelvic pain, rash, rectocele repair, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in insertion date (B)(6) 2007 and (B)(6) 2009 , current weight 200 lbs. On (B)(6) 2019 bladder surgery. Received treatment for vaginal hemorrhage, menorrhagia, hashimotos thyroiditis, anxiety, depression, bladder prolapse, dyspareunia, hair loss, migraines, headaches, weight gain, dysmenorrhea, fibromyalgia, nerve pain . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion, good placement of the essure device within the fallopian tubes is noted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: pfs received: new event fibromyalgia and nerve pain was added. Treatment drug, medical history was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimotos, thyroiditis') in an adult female patient who had essure (batch no. 627757) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included infection mrsa, right lower quadrant pain, stress incontinence, tonsillectomy, abdominoplasty, cholelithiasis, cholecystectomy, uterine prolapse, constipation, uterovaginal prolapse, vaginal pain, cystocele and rectocele. Concomitant products included duloxetine hydrochloride (cymbalta), ethinylestradiol;norgestimate (trinessa), hydrocodone;phenyltoloxamine (tussionex), levothyroxine sodium (synthroid), levothyroxine sodium (thyroxine), pregabalin (lyrica), sibutramine hydrochloride (meridia) and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("allergic or hypersensitivity reaction type: rash/rashes or skin conditions type: rashes related to autoimmune"), bladder prolapse ("bladder or urinary problems or changes: prolapse, sling repair"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and complication of device insertion ("top of uterus was hit and it was 'difficult' to place in the right tube"), was found to have weight increased ("weight gain") and underwent rectocele repair ("rectocele repair"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), cystoscopy, mccalls culdoplasty rectocele repair). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune thyroiditis, vaginal haemorrhage, menorrhagia, bladder prolapse, dysmenorrhoea, migraine, headache, depression, anxiety, dyspareunia, alopecia, weight increased, abdominal pain and complication of device insertion outcome was unknown and the rash had resolved. The reporter considered abdominal pain, alopecia, anxiety, autoimmune thyroiditis, bladder prolapse, complication of device insertion, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, rectocele repair, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in insertion date (B)(6) 2007 and (B)(6) 2009 , current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion, good placement of the essure device within the fallopian tubes is noted.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.